Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of a customer¿s injection site was provided. The customer reported rash and redness, like hives, in the puncture area, abdomen and upper arm, intense itching. The photos were examined, and it was observed that only the injection sites were captured. No photos of a bd pen needle were provided. No defects regarding a bd product could be determined from the photos provided alone, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 pen needle 32x4 la 5b resulted in an allergic reaction from the user. The following information was provided by the initial reporter : the consumer reported a rash and redness in the puncture area, abdomen and upper arm and intense itching with using these needles. The customer reported medical intervention by way of chlorphenamine and mometasone furoate cream for local use. There is no sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen needle 32x4 la 5b resulted in an allergic reaction from the user. The following information was provided by the initial reporter: the consumer reported a rash and redness in the puncture area, abdomen and upper arm and intense itching with using these needles. The customer reported medical intervention by way of chlorphenamine and mometasone furoate cream for local use. There is no sample.